Event description:
Connection issues during the implantation procedure: there was a one click sound when the setscrew was tightened. However, it was impossible to unscrew after the initial tightening. The device was kept implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Labeling reviewed.